Manufacturer narrative:
The index procedure was performed on (B)(6) 2017. The neck angle was 90 degrees and an sma to distal renal distance of 3-5mm. The implant was landed low to avoid impingement of the sma by the anterior peak of the fishmouth. A type 1a endoleak was identified likely originating at the trough of the fishmouth because of the low placement of the device. At re-intervention on (B)(6), an aorfix cuff was placed rotated 90 degrees to the primary graft in order to cover the origin of the leak. This was not completely successful and a competitor cuff was also placed. A minor type 1a endoleak still remained and the patient was returned to the ward. It has been confirmed that there is no enlargement of the aneurysm. The patient will be followed up 4-6 weeks after the re-intervention.

Event description:
Original evar performed (B)(6) 2017. Identified a type 1a endoleak during patient follow-up on (B)(6) 2017. Re-intervention planned and performed on (B)(6) 2017.